Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blank display on the insulin pump. Customer had a low battery and did not change it. Customer went to change the battery and nothing comes on the screen. Customer's blood glucose level was 196 mg/dl. Troubleshooting was performed. Customer will be shipped a replacement battery cap. Customer was advised to revert to a back-up plan per health care professional's instructions until the replacement arrives. Customer mentioned that the batteries were expired and he has also been receiving auto off alarms. No further assistance needed.